Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Date of event is an approximation. On 06/09/2026, it was reported that the pediatric patient experienced inaccurate cgm values. The parent reported to dexcom that the day of the event the patient was brought to the emergency room (ER) due to inaccurate cgm readings. No specific symptoms were reported but when a fingerstick was taken at an unknown time, the cgm reading was 7.3 mmol/l, and the blood glucose reading was 12.6 mmol/l. The patient was upset during the call and declined to provide further information regarding what occurred at the hospital. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.